Event description:
Inflation could not be maintained on one tracheostomy tube. This was detected approx one month after the device had been inserted. It was also reported that the device had been tested prior to insertion with no reported problems detected. There was on pt involved with no reported pt compromise. The device was returned to the MFR for decontamination, identification and analysis.